Event description:
Patient arrived to ccu. When staff evaluated patient iabp was alarming 'helium leak'. Balloon pump waveform still displayed on monitor. The iabp was switched over to another machine. Cath lab rn reported initial alarming during transport. Unsure if this is the specific device that has recorded helium leaks in the past. Bmet called to retrieve pump. Patient remained hemodynamically stable.